Event description:
Litigation alleges that patient experienced pain, popping noises, stiffness and limited range of motion, difficulty walking, burning sensation of the hip, fluid collection in or around the joint, fluid collection in the muscle around the joint, swelling, inflammatory reaction, staph infection, and bone loss. Patient was revised and the pinnacle was replaced with asr (see separate complaint for asr). Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).